Manufacturer narrative:
B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism", was reviewed. The article presented a retrospective, multicenter study to determine the clinical and procedural characteristics, and long-term outcomes of patients with noncerebrovascular peripheral embolism (ncpe) undergoing transcatheter patent foramen ovale (pfo) closure. Devices included in the study were amplatzer pfo occluder, amplatzer septal occluder, amplatzer cribriform, premere, cardioform, cardia, and occlutech. The article concluded patients with ncpe events undergoing pfo closure exhibited differential baseline characteristics compared with patients with cves; limbs and coronary arteries were the most frequent ncpe location. Pfo closure results and long-term outcomes were similar to their cve counterparts, with a very low rate of recurrent thromboembolic events. Further studies are needed in this population. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, 2725 chemin ste-foy, g1v 4g5, quebec city, quebec, canada, with corresponding email: josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from 2008 to 2020 a total of 1136 patients were included in the study, of which 1003 (88.3) received an abbott device. In the ncpe group, the average age was 52 years and the majority gender was female. In the cve group, the average age was 50 years and the majority gender was male. Comorbidities included smoking, hypertension, dyslipidemia, diabetes mellitus, myocardial infarction, migraine, oral contraceptives, deep venous thrombosis, pulmonary embolism, prior cardiovascular event, thrombophilia, and atrial septum aneurysm.

Manufacturer narrative:
The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Literature attachment: article titled "transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism" summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, dyslipidemia, diabetes mellitus, myocardial infarction, migraine, oral contraceptives, deep venous thrombosis, pulmonary embolism, prior cardiovascular event, thrombophilia, and atrial septum aneurysm. Some of the complications reported were atrial fibrillation, stroke, intracardiac thrombus, pulmonary embolism, bleeding, residual shunt and device embolization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.